Event description:
Related manufacturer reference number: 1627487-2021-01470. It was reported the patient's leads became superficial on the patient's forehead. Surgical intervention may occur later to address the issue.

Event description:
Related manufacturer reference number: 1627487-2021-01470. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2021 during which the existing leads were repositioned. Reportedly, the issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.